Manufacturer narrative:
Customer response confirms: foreign matter visible on noninvasive components of needle. This is not an MDR reportable event. H3 other text : see narrative.

Event description:
Additional information received 23 oct 2023. ¿has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, sample is unused. Could you confirm where is the foreign matter located (which part of the syringe)? For example: in/on barrel, needle, plunger, shield etc. Outside of the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: dirty, looks oily.